Manufacturer narrative:
Further information was requested but not received. The product was returned. The interrogation results indicate eri, the visual screen was acceptable, and the longevity assessment was acceptable.

Event description:
It was reported that the patient experience chest pain. It was noted that the pacemaker was explanted and replaced. The patient condition was not known.